Event description:
It was reported that a revision surgery was needed due to a autobahn ti antegrade/retrograde femoral nail breaking post operatively.

Manufacturer narrative:
The broken nail, two recon screws and one locking screw were returned for evaluation. Initial observation shows the fracturing occurring at approximately 48mm from the threaded end of the nail through a 6.5mm hole. No determinations could be made as to the cause of the reported issue.